Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer was able to receive 7 units out of their 10 unit bolus. It was also found a no delivery alarm occurred again after attempting to deliver the remaining 3 units of the bolus. The customer's blood glucose was 420 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found insulin was unable to exit with a plunger push and there was greater than normal resistance noted. Customer was advised the alarm was caused by a severed reservoir/infusion set connection. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.